Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that they have been repeating the same patient sample every hour across two alternate instruments and the advia 2400 ((B)(4)), and results were as expected. The cause of the discordant, falsely elevated sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.